Event description:
Reporter also alleges the pt feels both implants are smaller without any history of trauma, although, the right was bruised from a fall but she was "seen and reassured". Rupture of the right implant.